Event description:
A registered nurse (rn) contacted baxter's technical service center regarding concerns, which occurred on the homechoice (hc) during use. The rn had concerns about the patient's initial drain amount. The patient's last fill volume equaled 2000ml. The patient's initial drain volume has been 24ml and 23ml, before he started his day fill. The rn wanted the technical service representative (tsr) to call the patient. The tsr called the patient. The patient stated he was okay. The tsr suggested the rn visit the patient to make sure he is doing his therapy properly and to check his readings. That same day, the rn contacted baxter?s technical service center again regarding the hc. The rn stated she wanted the device checked out because the patient drained out over 4500ml in day drain 1 of 2. The rn requested the technical service representative (tsr) contact the patient. The tsr called the patient and the patient stated he was in day fill 2 of 2, and he felt fine. The tsr checked the programming and found that the patient's last fill was programmed for 2000ml with an initial drain alarm set for 0ml. The patient drained 24ml and then the unit moved on to day fill 1 of 2, filling the patient with 2000ml. The tsr would contact the rn and inform her of the programming issue. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The rn stated that they did not know how the initial drain alarm got set to 0ml, but after working through the events with the tsr on (B)(6) 2012, they were able to resolve the issues. The rn stated that since then the patient has been continuing therapy successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter?s investigation this complaint for iipv was confirmed and the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.